Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
This report covers reported serious injury events for heartmate ii left ventricular assist devices (lvads) from a historical review of the (B)(6) registry for mechanically assisted circulatory support (j-macs). It was reported that 59 patients developed persistent ventricular arrhythmia. Two patients presented with pump thrombosis. Six patients underwent pump exchange due to pump thrombosis. One patient underwent a pump exchange due to a pump pocket infection and pump thrombosis. There was occlusion of the outflow graft. The pump was exchanged to another manufacturer's device. One patient had a pump pocket infection that was observed before explant. Three patients had gastrointestinal bleeding. One patient experienced major bleeding and a driveline infection. Red blood cell concentrates (rbccs) were transfused. The patient was on warfarin and aspirin anticoagulation treatment at the time of the event. It was determined that the relationship between the bleed and the device was probably, as the patient experience hemorrhage in infection driveline wounds. One patient experience hemolysis with a high lactate dehydrogenase (ldh) value. The cause was thought to be related to the device. One patient experienced bacteremia; the cause of the infection was unknown. One patient experienced major upper gastrointestinal bleeding. The patient was readmitted, and rbccs were transfused. The patient was on warfarin and aspirin at the time of the event. One patient experienced unknown infection and respiratory failure. One patient experienced persistent ventricular arrhythmia and aortic regurgitation that newly occurred after lvad implantation. Six patients experienced right heart failure. Peripheral edema was also observed. It was believed that the events were most likely related to the device. One patient experienced aortic regurgitation and right heart failure with peripheral edemas. A tricuspid valve replacement was done. The event was considered to be device related. One patient experienced persistent ventricular arrhythmia and was readmitted. Antitachycardia pacing (atp) was performed. The patient had suspected malposition of the outflow graft seen on computed tomography (CT) images. One patient had a bacterial infection. The patient had a cerebral abscess, and surgical and drug therapy were performed. The cause of the infection was unknown. One patient experienced renal dysfunction. Dialysis was performed. One patient had a pump pocket infection. Surgical and drug therapy was performed. One patient had stroke/neurological dysfunction. One patient experienced right heart failure. Peripheral edema was observed. Surgical intervention (pacemaker implantation) was performed. One patient had a follow-up echocardiogram (echo) that showed a flap. Computed tomography (CT) images also showed flap and aortic root dilation. One patient experienced major bleeding after lvad surgery. One patient was admitted due to progression of renal dysfunction and nephritis. One patient was admitted due to massive bleeding in the upper gastrointestinal tract. The cause of bleeding was a history of lesions or diseases at the bleeding site, which promoted the onset of bleeding (easy vasodilation). One patient underwent heart transplant, and evaluation of the explanted pump revealed thrombus. One patient experienced embolic stroke. Aphasia was observed as a clinical symptom. No surgery or drug treatment was done, and the patient was on warfarin and aspirin as anticoagulant treatment at the time of onset. One patient had alveolar hemorrhage. One patient was readmitted due to bacteremia and pelvic suppuration. Drug therapy was performed as treatment. One patient had worsening of aortic regurgitation and mitral regurgitation. One patient had multiple thromboses that were observed post-operatively and were due to heparin-induced thrombocytopenia. The association between heparin-induced thrombocytopenia and the device was low but could not be ruled out. One patient had convulsions and cardiac arrest. The patient had a decrease in cardiac function after cardiac arrest; the subsequent right heart failure was not thought to be lvad related. One patient experienced massive respiratory bleeding and was readmitted due to lung disease (respiratory failure). The patient experience hemoptysis due to pneumonia due to atypical mycobacteriosis. One patient had massive spleen bleeding. The patient had a low-grade fever and abdominal pain. One patient developed a seroma that compressed the outflow graft and caused low flows. Seroma removal was performed. One patient had an intracranial hemorrhage in the occipital region. The patient was admitted with neurological dysfunction and psychiatric disorders. One patient underwent pump exchange to heartmate 3 due to pump infection. One patient experienced hemolysis. The cause of the hemolysis was thought to be related to the device. One patient was readmitted due to ischemic colitis. Transfusion was performed. And it was thought that the event was probably caused by the device. One patient had liver dysfunction. There was suspicion of improper position of the inflow graft, leading to poor blood removal and therefore hypocardiac output syndrome. One patient reported having palpitations. The patient confirmed pump off, low flow, and low speed alarms while connected to the power module at home. One patient had a pump exchange due to pneumonia. One patient underwent a pump exchange to heartmate 3 due to suspected thrombus with an increase in ldh. One patient had an arterial thromboembolism in their spleen. One patient had worsening aortic regurgitation that required readmission for detailed examination, including adjustment of pump speed. One patient had suspected cellulitis at the driveline insertion site. One patient experienced major bleeding in the pump pocket. The bleeding was related to the implant procedure. One patient was readmitted due to worsening of aortic regurgitation. The patient had shortness of breath while working, leg edema, and brain natriuretic peptide (bnp) increase which led to heart failure. Since the condition was not improved by diuretics, aortic valvuloplasty was performed. One patient had an intracranial hemorrhage in the right hemisphere. The patient underwent craniotomy hematoma removal and external decompression. The patient was not treated with any drugs, and was on warfarin at the time of onset. One patient was admitted with seizures. CT results showed a right hemisphere intracranial bleed. One patient developed liver dysfunction, renal dysfunction, and right heart failure. One patient was asymptomatic, but had low flow alarms. The doctor believed these were due to a deviation of the blood vessel. One patient was admitted due to massive respiratory bleeding. One patient was admitted due to a sternum wire infection. Surgical treatment was performed. One patient had a formation of a biological inner layer that was classified as thrombus that was observed in the outflow graft during device investigation after transplant. One patient had their pump explanted. Percutaneous driveline damage was suspected, but the cause of explant was unknown. One patient had a red heart alarm and a pump stop was reported. The pump began again after 20 minutes, but an intermittent alarm sounded with no light, then the alarm stopped within a few seconds. Pump power increased up to 19 watts. The patient went to the hospital and the pump was operating normally. From review of the log files, driveline damage was suspected. The patient was kept on battery power and was readmitted. There was no malfunction or further alarm seen in the log files, and the cause of the driveline malfunction was unknown. One patient experienced pump off, low flow, and low speed alarms while using the power module. The patient was readmitted, and their backup system controller was used. Driveline damage was suspected due to the occurrence of the alarms. One patient reported hearing an interrupted alarm. Low speed alarms were found in the log files during battery use. Rotator rotation was disturbed by substances other than blood, and a thrombus formation was suspected. Driveline damage was also suspected. One patient had a pump off alarm when they visited the outpatient department, and frequent low flow operation was also observed, driveline damage was suspected, and the decision was made to perform a pump exchange to another manufacturer's device. One patient reported stepping off the stairs and injuring their leg while they were on battery power. After, when the patient connected to the power module, a red heart alarm and pump stop were confirmed. The patient reported that their chest was heavy and they had palpitations and shortness of breath. The patient was admitted on (B)(6) 2020, and a pump exchange was performed due to suspected driveline damaged. One patient had their pump explanted due to withdrawal. One patient had a continuous red heart alarm that sounded for 15 minutes when the power was changed from the battery to the power module. The patient had no symptoms. 5 minutes after stopping, the issue recurred. The power source was switched from the power module to batteries and the patient went to sleep. The patient had no more alarms and the next day went to the hospital. A review of the log files found pump off, low flow, power cable disconnected, and low voltage alarms recorded starting on (B)(6) 2020 at 21:26. Driveline damage was suspected and a pump exchange was suggested. Three patients had a pump exchange due to suspected driveline damage. One patient was readmitted due to pump stop alarm when connected to the power module. Driveline damage was suspected, but the cause was unknown. The pump was exchanged to another manufacturer's device. One patient had confirmed pump stop and low speed events. Driveline damage was suspected. The patient had recovery of cardiac function, so the pump was explanted. One patient heard an alarm in the morning while working. The patient was connected to the power module and the yellow wrench light was on on the power module. The patient switched to battery power. The patient visited the doctor on (B)(6) 2020, and log files revealed a pump stop. A low voltage alarm was recorded in the log files, but was reproduced even if the cable of the power module was changed. Driveline damage was suspected, and the cause of the alarm was not thought to be the power module. The patient was readmitted. One patient's pump stopped during home care. Driveline damage was suspected from log file analysis. The patient was readmitted and the pump was exchanged to another manufacturer's device. One patient had an intermittent alarm sound while connected to the power module. The patient became uncomfortable when the alarm occurred. Pump stop and low speed alarms were recorded in the log file. The pump was replaced due to suspected driveline damage or pump thrombosis. One patient heard a continuous alarm and felt a little dizzy. The patient was admitted and transferred to another center on (B)(6) 2021. A pump exchange was done due to suspected driveline damage. One patient went to the hospital after they had a pump off alarm. A pump exchange was performed as there was strong suspicion that they had a broken driveline. One patient complained that when changing from the power module to battery power at home, a continuous alarm sounded. When connected to the battery power, the alarm stopped sounding. The patient visited the hospital to check the device. Per log file review, a pump off alarm was recorded, and there was a strong suspicion of disconnection of the driveline. The pump was exchanged. One patient heard a buzzing sound from their system controller and a pump stop alarm when connected to the power module. Driveline damage was suspected, and the pump was exchanged. One patient seemed to have a narrowing of the outflow graft. The patient underwent surgical intervention, and it was revealed that the graft was twisted. The surgeon resolved the twist and the graft was not replaced. One patient was shocked by pump failure due to flexion of the inflow cannula. Cardiopulmonary resuscitation was performed, and the pump was exchanged. One patient was diagnosed with bacteremia. Antibiotic therapy was applied. The cause of the infection was believed to be due to the patient's condition.

Manufacturer narrative:
This is one of the original reports submitted for the historical jmacs patient registry review in japan through mcs abbott japan affiliate. Individual reports have been submitted under the corresponding MFR#'s and linked back to this MFR# 2916596-2022-02063. No further information was provided. The manufacturer is closing the file on this event.